Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found the tubing at quick disconnect for the tubing through valve vl211 was disconnected. The fse reattached the quick disconnect, which repaired the leak and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the unicel dxh 600 coulter cellular analysis system was generating low event errors for differential and nucleated red blood cell (nrbc) results. While troubleshooting the field service engineer (fse) found a leak inside the instrument. The volume of the leak was not specified and was contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous results were not generated. There was no change in patient treatment.